Manufacturer narrative:
The device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery life or low battery alert noted during testing or in the device trace download. However, the device was also received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was locked and become unresponsive, battery life was diminished to less than 7 days, there was a think hairline fracture on the back near the clip and rewind was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.